Manufacturer narrative:
The device has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that rad-5v device has segment of display flickering intermittently. No known patient impact was reported.